Event description:
It was reported by the rep that when (1) device and (1) reload cartridge was used during a gastric procedure it would not fire on the first firing or with the reload cartridge. Another device was opened to complete the case with no consequence to the pt.